Event description:
It was reported during a presentation, a case was presented where the diamondback 360 coronary orbital atherectomy system perforated a vessel. A covered stent was used successfully to treat the perforation. Additional information was received and in the physician's opinion, the oad caused or contributed to the perforation.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. Based on the information received, the investigation determined that the reported patient perforation of vessels and unexpected medical intervention appears to be related to operational context. In this case it is possible that the reported patient perforation of vessels and unexpected medical intervention are a result of the patient¿s disease severity and/or use techniques employed; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Updated fields: b5, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions) and h11.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: dates is an estimate. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
It was reported during a presentation, a case was presented where the diamondback 360 coronary orbital atherectomy system perforated a vessel. A covered stent was used successfully to treat the perforation.